Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed, and it was unable to open. The field service engineer (fse) observed that multiple pockets were not being detected. The system was powered down, and the rear cover was removed to inspect and reseat the connections. After running diagnostics, the issue persisted. The fse then powered down the system again and removed all pockets. Using a well-known pocket, diagnostics were run to test each row board individually. It was found that three row boards were not detecting. The fse powered down the system once more and replaced the row board cable. After running diagnostics again, all row boards successfully detected the pockets. All pockets were reinstalled, and a final diagnostic was performed, confirming that all pockets were functioning correctly. The customer recovered the drawers and performed inventory successfully. The issue was resolved, and proper functionality was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.